Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency department in an altered mental status due to possible syncope. An interrogation showed the right atrial (ra) lead with intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.